Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site and that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the cannula did not completely insert at the insertion site, and that the cannula dislodged after 48 hours. The customer's blood glucose level reached 456 mg/dl.